Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room the morning of (B)(6) 2022 due to epistaxis. The patient was treated with afrin and ice. After being discharged home, the patient bleed again and was nasal rocketed. The patient was then admitted for an ear, nose, throat (ent) consult. Sever epistaxis resulted in a compromised airway. The patient underwent bilateral internal maxillary artery (imax) embolization and was intubated for airway protection. Bilateral rhino rockets were placed in nares. Two units of packed red blood cells (prbcs) were administered during the procedure. Bleeding and respiratory failure resolved without sequalae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (bleeding and respiratory failure) could not be conclusively determined through this investigation. The events reportedly resolved by (B)(6) 2022, and the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists respiratory failure and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.